Event description:
Caller states the expiration date printed on the comfort curve test strip vial is 03/31/09. Manufacturer reports the expiration date is 03/31/07. No adverse event reported. Requested return of suspect device and replacement was sent.